Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Patient code (B)(4) used for: the surgeon had inserted the nail and was inserting the helical blade when the drill bit hit hard bone and the tip broke and fragmented. The surgeon tried to remove the fragments using a curette. The surgeon was unable to remove the fragments, resulting in a 20 minute surgical delay. The device may have caused or contributed to a serious injury. Device history records review not available to report at this time. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that during a procedure on (B)(6) 2018 for a subtrochanteric fracture, the tip of the drill bit broke. The surgeon had inserted the nail and was inserting the helical blade when the drill bit hit hard bone and the tip broke and fragmented. The surgeon tried to remove the fragments using a curette. The surgeon was unable to remove the fragments, resulting in a 20 minute surgical delay. The surgeon went on to continue the procedure. The nail, helical blade and two distal locking screws were successfully implanted. Routine x-rays standard for the procedure were taken intraoperatively. The procedure was completed successfully and the patient was reported to be stable. Concomitant device (s) reported: helical blade (unknown part and lot number, qty # 1), unknown drill (unknown part and lot number, qty # 1), unknown nail (unknown part and lot number, qty # 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4)

Manufacturer narrative:
(B)(4). Part: 03.037.022; lot: f-19939; manufacturing location: (B)(4); supplier: (B)(4); release to warehouse date: june 09, 2016; no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The cannulated stepped drill bit (part: 03.037.022, lot: f-19939, mfg: june 09, 2016) was received with the reported conditions of ¿broken intra-op and functional embedded device: rm.¿ at customer quality, the returned cannulated stepped drill bit (part: 03.037.022, lot: f-19939, mfg: june 09, 2016) was inspected and the complaint was confirmed. The following investigations were performed: broken: visual inspection performed at customer quality observed that the tip of the drill bit was broken. Broken fragments were not returned. No sign of damage was observed on the remaining portions of the device except for the slightly worn connection end surfaces which would not impact the device functionality. The received condition agrees with the complaint description and the complaint was confirmed. Relevant drawings for the returned device (both current and from the time of manufacture): top-level assembly drawing for drill were reviewed. The dimensional verification performed on the shaft diameter proximal to tip breakage measured 6.05 mm(ca-814) that falls within the specifications of 6.00 mm to 6.05 mm. A device history review was performed for the returned instrument¿s lot number and no ncrs, material review reports (mrrs) or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Also, based on the device history record review, there is no indication that any issues with material or material properties contributed to the complaint condition. The risk assessment review was performed and the reviewed design and clinical risk management (dcrm) document was found to adequately address the complaint condition. While no definitive root cause could be determined, it is likely that unintended excessive force encountered by the device during usage/handling could have led to this broken complaint condition. During the investigation, no product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device has been returned for investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.